Event description:
A discordant, falsely depressed cancer antigen 27.29 (ca 27.29 br) patient result was obtained on an advia centaur xp instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument after calibration. The repeat result was reported, as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cancer antigen 27.29 (ca 27.29 br) patient result.

Manufacturer narrative:
A united states (us) customer reported discordant, falsely low cancer antigen 27.29 (ca 27.29 br) patient results obtained on an advia centaur xp instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the base pump was leaking. A test was run to check the dispense of the pump and the output was acceptable in putting. However, there were trace amounts of air bubbles in the line. The base pump was replaced and primed with base solution. There were no signs of air bubbles and tests returned acceptable. System was fully operation upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00010 was filed in conjunction to this report.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00006 on 05jan2022. Correction (07feb2022): under section b2, "disability and permanent damage" should not have been checked in the initial report. There has been no instance of disability or permanent damage under this record. MDR 2432235-2022-00010_s1 was filed in conjunction to this report.